Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 603 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin and insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as vomiting, abdominal pain, diarrhea and loss of control. Customer was able to complete carelink upload. The device will not be returned for analysis.